Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the urinary tract infection was more prior to implant but did not know the exact dates. The patient reported that the uti may be related to patient underlying urinary dysfunction and also may be related to device or therapy. The patient was given antibiotics and had follow up appointments scheduled were action taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the urinary tract infection was more prior to implant but did not know the exact dates. The patient reported that the uti may be related to patient underlying urinary dysfunction and also may be related to device or therapy. The patient was given antibiotics and had follow up appointments scheduled were action taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had some bladder problems and infections, and clarified that they meant urinary tract infections (u tis) and that they thought their urine was not draining properly since probably (B)(6) 2017. Patient tried changing programs but did not resolve the instances. It was noted that utis have been recurring and their bladder problems were concurrent with the utis. No further complications were reported.